Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel 400cc silicone prosthesis experienced left sided breast mass and bilateral capsular contractures grade iii postoperative. The issue was diagnosed through physical examination. As a result, the patient underwent bilateral breast implant removal, bilateral partial capsulectomies, bilateral subpectoral implant placement as follow: serial number : right (B)(6); left-(B)(6); on (b)(6, 2026. This report relates to the right side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contractures grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).